Manufacturer narrative:
The insulin pump was received with no button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, broken reservoir tube lip, minor scratches on the lcd window, missing end cap sticker, and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated he had the device in his pocket at work when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.